Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that there was a break and disconnect/detachment of the catheter at an unknown location, and was implanted-"out-of-service" due to the catheter being disconnected or severed during an orthopedic surgery. The product issue was not resolved at the time of the report, but it was noted the product would be replaced in the future by a product from the same manufacturer. It was noted that reprogramming was required as a result of the event, as the surgeon reportedly requested that the pump be at a minimum rate and that the patient follow up with the managing physician. The patient was described as alive with no injury and no reported symptoms or complications. The pump was delivering baclofen, morphine, and bupivacaine. It was further reported that the disconnect appeared to be at the proximal/distal connection. At that time, a revision had not been scheduled.